Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient was observed with phrenic nerve stimulation by the right atrial (ra) lead due to dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.